Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform s/n (B)(4) was unable to "reset" and function. Further information was requested, but the customer did not provide any additional information. No patient involvement.

Manufacturer narrative:
The customer's reported complaint that the autopulse platform (s/n (B)(6) was unable to "reset" and function was confirmed during functional testing and based on the review of the archive data. During device evaluation performed at zoll, the returned autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) upon powering up. The archive data review showed multiple ua45 and ua20 (position out of range) advisory messages on the customer's reported event date. User advisory (ua) 20 occurs due to the encoder driveshaft not being within the normally acceptable range of positions. Typically, if the ua45 advisory message is not resolved properly, it leads to ua20 because the driveshaft is not restored at the "home" position. Normally, the ua45 and ua20 advisory messages can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its "home" position. However, in this case, it was noted that the driveshaft was sticky due to the defective integrated encoder gearbox, likely attributed to wear and tear. The autopulse platform was manufactured in july 2008 and is over 13 years old, well beyond its expected service life of 5 years. Possibly, the customer was unable to "reset" the driveshaft to the "home" position due to the observed sticky driveshaft issue. Visual inspection of the returned autopulse platform was performed and revealed that the front and bottom enclosures were cracked. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of harsh impact due to user mishandling. The front and bottom enclosures will be replaced to address the observed damages. During further functional testing, load cell characterization results confirmed load cell # 1 was over-reported (defective), unrelated to the reported complaint. The cracked enclosures and defective load cell were likely attributed to mishandling such as a drop. The defective load cell # 1 will be replaced to remedy the fault. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).